Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, the dyonics footswitch had a short in the wire. A backup device was available and no delay nor patient injury was reported. No other complications were reported.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information received states there was no short circuit or overheating of the device, it just would not come on when plugged into the console. A backup device was used to continue with the procedure. There was no serious injury reported or medical intervention required. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.